Event description:
The user facility reported the patient had an impella 5.5 implant and after the implant, same day, there was oozing at the access site. One unit of blood products was given to the patient and mechanical circulatory support (mcs) continued. Additionally, a notification was received from abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured stroke and renal insufficiency both with a "possible" relationship to the impella device used. Approximately, a little over, nine months after end of the impella mcs and the left ventricular assist device (lvad) was implanted, the lvad was explanted and patient received a heart transplant. Prior, the hospital course was complicated by vasodilatory/cardiogenic shock requiring extracorporeal membrane oxygenation (ECMO) and vasopressors, stroke, and hematania. The patient transferred to unit around 11:45pm post procedure. Pressors weaned off and sedation fully off at 6:30am. Team noted left hemiplegia, prompting stroke code. Reportedly the stroke was due to an embolism of right middle cerebral artery (mca); stroke with cerebral ischemia. A right mca thrombectomy procedure was completed, and the patient recovered with no sequelae. Additionally, during the same timeframe, the patient experienced acute renal insufficiency. The patient put on potassium restrictive diet and monitored and recovered with no sequelae from this event as well.

Manufacturer narrative:
The investigation into the reported issue has been completed. No product was received for evaluation. Limited clinical information was provided on patient condition and reported failures. The root cause of access site bleeding - major was not determined as no product was returned and insufficient clinical information was provided. The data logs do not show any motor current spikes or trending placement signal. The root cause of the renal failure was not determined as no product was returned and insufficient clinical information was provided. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.